Manufacturer narrative:
Evaluation summary: (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that the outer insulation had a cosmetic depression. (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that all conductors distorted, all of the insulation was breached cut, outer tubing overlay was breached cut, the outer insulation had a cosmetic depression and there was apparent explant damage. (B)(4): the device was returned and analyzed. Preliminary results revealed that the device had no telemetry and no pacing output. Visual inspection of the grommet, setscrew, and connector revealed no anomalies. There were tool marks on the shield. The device lost telemetry and function due to battery depletion. The cause of the depletion cannot be determined. The device was fully functional and operated under normal current drain when powered with an external supply. The residual voltage and impedance indicates that the battery was not internally shorted. Since no save to disk data could be retrieved from the device and no other data was provided from the field there is no way to confirm this result. The result of analysis is inconclusive. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Analysis of the leads are in process; the results will be forwarded when available. Evaluation summary: (B)(4): the device was returned and analyzed. The findings were inconclusive. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Analysis of the leads are in process; the results will be forwarded when available. Evaluation summary: (B)(4): the device was returned and analyzed. Preliminary results revealed that the device had no telemetry and no pacing output. Visual inspection of the grommet, setscrew, and connector revealed no anomalies. There were tool marks on the shield. The device lost telemetry and function due to battery depletion. The cause of the depletion cannot be determined. The device was fully functional and operated under normal current drain when powered with an external supply. The residual voltage and impedance indicates that the battery was not internally shorted. Since no save to disk data could be retrieved from the device and no other data was provided from the field there is no way to confirm this result. The result of analysis is inconclusive. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
Asku

Event description:
An implantable cardiac defibrillator (ICD) system was returned to the manufacture after it was removed for the autopsy. The cause of death is listed as coronary artery obstruction and addition circumstances surrounding the death was respiratory infection. The patient died ten months post implant of the ICD system.